Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the first-obtuse marginal branch (om). A 3.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, proximal edge of the stent was noted to be flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. The struts in the first row were lifted on the proximal end. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the first-obtuse marginal branch (om). A 3.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, proximal edge of the stent was noted to be flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.